Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary/bowel problems, dyspareunia, urinary frequency, urgency and occasional incontinence. It was reported that the patient underwent excision of vaginal mesh and revision of vaginal cuff on (B)(6) 2005 by dr. (B)(6) due to vaginal mesh erosion.